Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level of 363 mg/dl. The customer stated that the insulin pump had under delivery. The customer did not experience any symptoms or treatment result of high blood glucose event. The customer stated that insulin pump had insulin flow blocked alarm. The customer also mentioned that the infusion set had bent cannula. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis and the reservoir will not be returned for the analysis.